Event description:
It was reported that there was a connection issue between a pd cassette and a minicap transfer set. This was described as ¿the cycler line was still attached as the patient had to cut the line to disconnect from the machine¿. This was observed during use for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.